Event description:
It was reported that this lead was an attempted implant due to high pacing thresholds and loss of capture (loc). The procedure was successfully completed with another lead. No adverse patient effects were reported. This lead has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.